Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has a blank display. Her blood glucose was unknown. She said that she was working outside and was sweating. She stated that every time she pushed a button the screen went blank. During troubleshooting, the customer stated that she changed the battery because it was weak and then it was working fine. She was unable to check the alarm history for any other alarms because the screen was blank. The pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No blank display. Lcd board ok. Motor error alarm during the basic occlusion test due to faulty force sensor resistor motor passed motor test. No moisture damage electronic assembly. Unit received with severly scratched display window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.